Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on a vitros 5600 integrated system. The most likely assignable cause is related to the patient sample. The customer indicated that the sample had a visual precipitate present in the sample tube at the time of testing. It is likely that this precipitate was aspirated from the sample at the time of the original test and caused the higher than expected result. The customer agreed that the integrity of the sample was compromised. Furthermore, pre-analytical sample processing could not be ruled out as a contributing factor, as it is unknown if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An ortho field engineer (fe) changed the signal reagent (sr) dispense tips and wash filters and replaced the sr flex cable due to wear. Following service actions, an acceptable vitros tropi es within run precision was obtained indicating the vitros 5600 integrated system was performing as expected. Although a within run vitros tropi es precision test was not performed by the customer prior to the service actions by the ortho fe, there is no indication of an instrument malfunction. Based on historical quality control results, a vitros tropi es lot 4030 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 4030. Email address for contact office is (B)(4).

Event description:
The customer observed a non-reproducible, higher than expected, vitros tropi es result obtained from a patient sample tested on a vitros 5600 integrated system. Patient sample result of 0.230 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result was initially reported out of the laboratory and the patient received a bolus of heparin infusion due to a falsely elevated troponin result and the patient did not experience any adverse effects. An unnecessary dose of heparin could potentially cause allergic response to the medicine or potentially increase patient¿s chance of bleeding. Since this is only one dose and the patient did not experience any negative affect during the treatment and was discharged, long term serious health impact due to this incidence is unlikely. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).